Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop blood pressure issue and shortness of breath. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged experienced respiratory issues in the last year and a half since being on device. Has had to oxygen periodically. Has shortness of breath and was taken to the ER. Blood pressure issues controlled with medication. Does complain of severe dry mouth and throat. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on september 11, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and patient has alleged experienced respiratory issues in the last year and a half since being on device. Has had to oxygen periodically. Has shortness of breath and was taken to the ER blood pressure issues controlled with medication. Does complain of severe dry mouth and throat. Additional information was received about asthma(new or worsening). The section e1 was updated section h6 health effects - clinical code was updated.